Manufacturer narrative:
(B)(6). Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: august 25, 2015. Expiration date: july 31, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trochanteric fixation nail system (tfn) was done on patient for a trochanteric hip fracture on an unknown date. Sometime later the patient was admitted to for urinary tract infection. It was discovered through x-rays that the screw/helical blade was placed outside the nail in the femoral head and neck. The old implant was removed easily on (B)(6) 2016 and patient was implanted with a new trochanteric fixation nail advanced (tfna). No piece of instrument remained in the patient. Surgery was completed successfully on (B)(6) 2016 without any surgical delay and without any other medical intervention required. Patient status outcome reported as okay. This is report 2 of 7 for (B)(4).